Manufacturer narrative:
.

Event description:
Patient developed a loss of integration 2 years 1 month after implantation of the dental implant fx6008swc in tooth location #14. Implant was removed on (B)(6) 2016 due to loss of integration and pain. The patient is recovered without complication and treatment is ongoing.